Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states they were not able to clear the alarms. The customer's blood glucose level at the time of incident was 346mg/dl. The customer was advised that the device would be replaced and returned for analysis.